Event description:
Physician was performing an anterior cruciate ligament reconstruction of the left knee. He was using an arthrex flip cutter drill bit inside the left knee, drilling into some bone when the tip broke off. The tip of the flip cutter drill bit was retrieved. No harm to the patient.